Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient was on impella cp support due to ventricular tachycardia (vt) ablation. During mapping for vt ablation there was an alarm ¿impella stopped; motor current high¿, flows ceased to 0liters per minute and motor current spiked to 1481. Within seconds, the alarm resolved itself and the impella restarted itself. Flows resumed, no harm came to the patient and vt ablation was able to proceed. Sustained vt was induced for few minutes at a time where impella position was unstable. Once supraventricular tachycardia was broken, impella position optimized, but waveforms showed continuous suction without suction alarms. Towards the end of the procedure, the suction alarms with continuous suction waveforms started together. P-level was dropped by increments of 1 to p-2, but continued to get suction alarms. Cardiovascular anesthesia confirmed 2.5 liters had been given intraprocedural and central venous pressure was 18. The position was adjusted multiple times, but continuous suction waveforms & suction did not resolve. The impella was removed and 14 french x 25 centimeter remained in the patient. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation for low pump flow and pump stop has been completed. Data logs showed about 42 minutes into the case there was a pump stop alarm. The pump restarted two seconds later and did not experience any other pump stops. This followed a motor current (mc) spike with a slight increase in purge pressure and drop in purge flow. An hour later following this, the flows were very slightly lower than the expected flow range for the p-level and there were suction alarms. The clinical description mentioned the patient was large and that blood was given during the procedure and that the pumps position was adjusted but did not resolve the suction alarms. The mc was stable during this time and placement signal was slightly trending down. Biomaterial was found around impeller. The pump stop was reproduced in a bucket of water. After some of the biomaterial was removed, the pump was able to run at p-9 with good flows. The low flow was not reproduced. Re-imaging the impeller after the pump was able to run showed less biomaterial and that it had become looser and moved towards the tip of the impeller rather than wrapped around the base, having prevented it from running. The failure mode of pump stop was changed to temporary pump stop since the pump was able to restart and continue running. The cause of the temporary pump stop issue was biomaterial. The cause of the low pump flow issue was most likely patient condition related.